Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On 13-may-2024, it was reported that patient faced infusion set reservoir occlusion which caused hyperglycemia. Blood glucose levels were 19 mmol/l at the time of event. Patient took manual injection via insulin pen to address the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.